Event description:
The customer reported to olympus the remote control button for photo on the evis exera lll colonovideoscope was broken. There were no reports of patient harm or impact associated with this event. During testing and inspection of the returned device revealed that a whitish foreign material was found inside the auxiliary channel (or jet channel), which had been attributed to insufficient cleaning. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. During the evaluation, the following findings were revealed: due to a crack on s-cover, water tightness was lost; due to a crack on s-body, water tightness was lost; due to a crack on r/l knob, water tightness was lost; due to a crack on up/down knob, water tightness was lost; due to damage, switch 1 did not work; due to damage on angle shaft, lock engagement lever rotates concurrently; air/water-cylinder had discoloration; suction-cylinder had discoloration; indication on grip was unclear; label on scope-connector was peeled; reduced angulation; objective lens had a chip; light lens had a crack and a chip; connecting tube was snaking; connecting tube had a wrinkle; universal cord had a wrinkle; universal cord has coating peeling; and scratches were found on multiple components of the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material remained due to reprocessing not being conducted properly. However, the definitive root cause was unable to be determined. The event can be prevented by following the instructions for use: "detection way is included in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Preventive measures are included in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope." Olympus will continue to monitor field performance for this device.